Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the reported issue was duplicated. When the product surveillance technician (pst) attached the device under test (dut) to a system-1, the central control monitor (ccm) issued a "level: disconnected" message. When mechanical agitation was applied to the cable near the sensor head, the complaint effects were able to be cleared momentarily. This indicates a continuity issue within the sensor cable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service representative (fsr) verified the complaint. The fsr connected the alert level sensor to level sensor reservoir simulator with fluid and received the "alert disconnected" alarm immediately. The fsr replaced the alert level sensor with (B)(4) and did not get the "alert disconnected" alarm. The fsr replaced with new alert (yellow) level sensor. The fsr downloaded the data logs and sent to the MFR for further eval. The unit operated to MFR specifications and was returned to clinical use. The suspect part was returned to the MFR for further eval.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user observed alarm stating "alert disconnected" with the level sensor while connected. There was no visual damage. As a result, an alternate system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.